Event description:
The customer reported a leak when using the unicel dxh 800 coulter cellular analysis system. The leak was reported as a fluid leak of approximately 15ml. The leak was not contained. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the instrument. The operator was wearing personal protective equipment of lab coat and gloves. There were no reports of biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and replaced defective solenoid (sol) vl341, resolving the leak. (B)(4).